Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller (bmc) for evaluation. Visual inspection of the returned bmc revealed no evidence of damage or contamination. Fi technician installed the bmc into the fi test ventilator. Function test was performed and no failures were identified. Therefore, the reported problem could not be confirmed. Root cause for the reported issue could not be determined due to no problem found.

Manufacturer narrative:
Fse replaced all recommended boards, ran ventilator for one week and customer ran est every day with passing results. Fse performed performance verification test and ventilator passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
Failure investigation (fi) lab received the sensor board without the distal pressure and blower motor assembly for evaluation. Visual inspection of the returned sensor board revealed no evidence of damage or contamination. Fi technician installed the sensor board into the fi test ventilator. Functional test was performed and no failures were identified. Extended self-test (est) was also performed and passed without any errors.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the blower stops working during extended self test (est). Customer also reported that the unit has an error code message of crossover circuit fault. The customer reported there was no patient involvement.

Manufacturer narrative:
Customer requested for manufacture's field service engineer troubleshooting assistance. It was reported that when the unit failed est, it is due to the blower not spooking backup. Customer stated that it was loosing power from the power supply. Customer just replaced the power supply for a different issue. That power supply has been replaced also. Fse discussed possible causes per the signal path sequence in the manual. They are cpu, main, sensor, analog board, and digital pcbs. The fse was dispatched to the site on april 7, 2017. Fse performed external and internal visual inspection on esprit, checked for loose wires, tubing and everything was connected. Fse attached patient circuit and performed est with passing results and customer reported problem cannot be duplicated. Fse ran est four more times and ventilator passed every time. After speaking with customer, customer informed the fse that this ventilator had issues with ac power and power supply was replaced two months ago by biomed, since then the est fails intermittently. Fse contacted biomed and biomed informed fse that multiple parts have been replaced and the problem still persists failing est crossover circuit test intermittently, blower doesn¿t turn on after the blower test. Fse then performed internal inspection of all wire harness, checked for pitched wires, disconnected the tubing and no problem found. Fse replaced the power supply as preventive measure. On april 11, 2017, fse was back onsite and was able to duplicate customer reported problem. Est failed crossover test and what fse notice was the blower does not turn on after the blower test passes. Fse checked blower motor controller (bmc) voltage and it reads 0 volts. After additional troubleshooting and contacting ts, it was recommended to replace sensor board, main board, cpu board, analog board, and digital board and bmc board. Fse removed the power supply and re-installed the original power supply and at this time no further service. Fse is awaiting on customer to approve additional repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.